Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a large increase in thresholds and loss of capture. The device output was increased. It is suspected that the root cause is isolated to the lv lead. The lv lead remains in service. No adverse patient effects were reported.